Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and customer can't retrieve. The customer¿s blood glucose was unknown at the time of incident. The customer state that they were able to clear the alarm but not able to rewind the insulin pump. The insulin pump will be returned for analysis.